Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the distal half of the stent were overlapped, distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at 390 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-feb-2016. It was reported that crossing difficulties were encountered. The 75% stenosed, 38x3.0mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.00x38mm promus element long stent was advanced but failed to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.